Manufacturer narrative:
Two polaroid photographs were returned on 8/25 in lieu of the product. The photographs revealed that the catheter was broken in two locations near the flow holes. One break was jagged, the other appeared smooth and slightly beveled. The quality of the photographs prevented extensive analysis. The mfg records for the product could not be reviewed as no lot number was available.